Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-10486; reference MFR report: 1627487-2012-10487. The pt received the scs system which included the ipg and two leads from different lots. It was reported x-ray imagery confirmed the leads had migrated. In addition, the pt stated she had experienced issues charging the ipg and was concerned that the ipg was depleted past the point of recharge. The leads and ipg were explanted and replaced. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.